Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that due to mesh erosion with vaginal irritation, dyspareunia, and urinary disturbances mesh was excised on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Concurrent procedures: total hysterectomy, bso, anterior repair with graft. It was reported that patient underwent partial mesh removal on (B)(4) 2009 and on (B)(4) 2009 .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.